Manufacturer narrative:
G4: 24feb2020. B4: (B)(6)2020 the replaced motor controller printed circuit board assembly was returned for failure analysis. It was determined that shorted pins within the board were the cause of the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22jul2019. The fse (field service engineer) evaluated the ventilator and confirmed the reported problem. The fse replaced the mc pcba (motor controller printed circuit board assembly) and the problem was resolved. The ventilator was returned to service after the repair was completed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.

Event description:
The customer reported that the ventilator produced an "air valve liftoff failure" diagnostic code. There was no patient or user involvement.